Event description:
During the insertion of an intravenous catheter by an ER registered nurse using ultra sound, the nurse was unable to advance the catheter and upon removal of the catheter noticed that the tip was not intact. The patient required intervention to remove the tip of the catheter. Diagnosis or reason for use: patient needed IV access. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: no.